Event description:
It was reported that the tap for the trochanteric fixation nail (tfn) lag screw broke during the procedure. The handle twisted off, and the tap broke off into patient. The surgeon used vice grips to remove the broken piece. Procedure completed with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development investigation revealed the device was returned with the handle removed from the shaft. The shaft piece and the handle piece are intact as individual subcomponents. There is a weld ring on the shaft indicating the handle was welded to the shaft prior to the bead blast operation. The shaft can be reinserted in the handle in specific positions. The shaft cannot be fully rotated within the handle inner diameter. A design change is in process to change the handle stainless steel, and will be implemented once validation testing is completed. It is concluded based on evaluation of prior complaints and the recommended design change to address the issue, this is deemed valid from a design perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this complaint (B)(4).